Event description:
It was reported that the screw was faulty.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The product was not returned for examination and insufficient information was provided to verify the reported issue. Therefore, the root cause could not be determined. If the distributor returns the product in the future, appropriate examinations will be performed to complete the investigation and identify the root cause. Products return is requested and they will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.